Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. No device available for return.

Event description:
It was reported to nevro that the patient was unable to move their limbs following the implant procedure due to a hematoma. The physician does not believe the hematoma was related to the device. The patient was hospitalized and the device was removed. There have been no reports of further complications regarding this event.